Event description:
On (B)(6) 2013, the patient contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient stated for the past few days the pump automatically stopped delivering insulin half way through a bolus. The pump history reportedly revealed a partial bolus being completed. The patient denied pressing any keypad buttons to stop delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history shows the 5.05 unit bolus on (B)(4) 2013 was cancelled at 05:41; immediately a bolus of 5.10 units was programmed at 05:41. During testing the pump performed an audio bolus and a normal bolus without interruptions; both boluses were successfully recorded in the pump history. There were no hypersensitive buttons observed during testing. A 29 hour flow accuracy test was performed and confirmed that the pump was delivering within specifications. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated to the complaint, the display screen was found to be discolored; the display screen was replaced with a test screen and the display returned to normal. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.